Event description:
It was reported that a loss of telemetry monitoring occurred for 12 patients for approximately 5.5 hours due to a presumed hardware failure. The affected patients were shifted to bedside monitors during the outage. There were no patient injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.